Manufacturer narrative:
Analysis & results: a broken blower has been found to have caused the reported incident, resulting in treatment termination. The device has acted as designed and intended when such a failure occurs, by issuing a fail-safe shut-down and giving both high priority audible and visual alarm. The damage to the device is permanent and requires repair. A resuscitation bag was available, and a caregiver present to handle the situation. Based on the information received, the reported failure is not considered likely to cause or contribute to a death or serious injury if the event were to reoccur. The device has performed as designed and intended if an internal functional failure occurs, by triggering a fail-safe shut-down and giving a high priority audible and visual alarm. There has been no patient harm reported as a result of the incident. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably practical with no economic consideration).

Event description:
Fault description per the reporter "black-out - error 39. The patient had to be ventilated by anesthesia bag."